Manufacturer narrative:
This report is submitted on 14 january 2019.

Event description:
Per the clinic, the patient experienced an infection at abutment site, subsequently on (B)(6) 2020 the patient was placed under general anaesthetic to excise soft tissue at abutment site during an abutment change. The patient was treated with IV and topical antibiotics.